Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was admitted for right heart failure and remained on IV dobutamine. Event resolved on (B)(6) 2019.

Event description:
It was reported that the patient has long-standing heart failure due to advancing heart disease. Patient was previously and is continued on dobutamine drip as an outpatient for right heart failure as well as IV and oral diuretic management as an outpatient. Patient's right heart failure is not felt to be caused by pump malfunction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of right heart failure could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was admitted for right heart failure on (B)(6) 2019. The patient remained on IV dobutamine, and the event reportedly resolved on (B)(6) 2019. The patient remains ongoing on (B)(6) following this event; however, he was later admitted for right heart failure in august of 2019 (manufacturer's report # 2916596-2020-01790), (B)(6) of 2019 (manufacturer's report # 2916596-2020-01791), and (B)(6) of 2020. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.